Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo showed only the barcode and part of the product label (lot number was visible). The product was observed to be wet with water drops visible. The reported condition was verified. The cause is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a u9000 external fluid leak and a crack were observed. The location of the crack was not specified. There was no patient involvement. No additional information is available.